Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation pending, a follow up MDR will be submitted with the investigation conclusions.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿stent kinked/bent¿". The pigtail of the stent got kinked prior to patient contact, so another device was used instead.

Event description:
Report is submitted based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent.¿ the pigtail of the stent got kinked prior to patient contact, so another device was used instead. Updated on 24/may/2018, (B)(6): the stent was to be placed in the common bile duct. The pigtail of the stent got kinked when advancing the stent over a wire guide (visiglide 0.025"/ olympus), so another device was used instead. (Straightener was used when straightening the pigtail). There have been no adverse effects to the patient reported.

Manufacturer narrative:
Problem statement: the customer reported the following complaint issue: "the pigtail of the stent got kinked prior to patient contact, so another device was used instead." Additional information: what is the reorder number of the wire guide used with this device? - visiglide/ olympus the following responses to additional questions submitted to the originator was received on 24th may 2018: (reference: pr #: (B)(4) additional info request. Response 24th may 2018). When was the kink noted - was the kink noted when they opened the package? The user noted the kink when advancing the stent over a wire guide. Was the pigtail straightener used to straighten the pigtails? Yes. What was the size of the wire guide for the visiglide/olympus wire guide used? 0.025inch. Did the device kink when they tried to advance it over the wire guide? Yes. Lab evaluation: 1 x zebd-7-7 of lot # c1447499 was returned to cirl for evaluation. Lab evaluation: during the lab evaluation a 0.035 inch wire guide could not pass the 2nd sideport at the ductal end of the stent. The kink was confirmed. There was minor indentation at sideport 5. There was no side wall or back wall damage. There was deformation noted at the flared end of the pig tail straightener and it appeared to be ovalised. No other defects were observed. Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. A possible cause of this complaint is that the stent may have kinked when being straightened when it was being loaded on to the wire guide. The complaint is confirmed as the failure was verified in the laboratory and the device was found to be kinked. Documents review: a review of the manufacturing records for the zebd device of lot # c1447499 did not reveal any discrepancy related to the complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1447499 upon review of complaints this failure mode has not occurred previously with this lot # c1447499 . Prior to distribution, all zebd devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place. There is 100% inspection on all stents for kinks and a check that the appropriate size wire guide moves smoothly and freely when inserted into both ends of the stent. There is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc "complete a 100% visual inspection of the packaged unit (tyvek pouched) while held at a comfortable arm¿s length from the unaided eye at normal lighting conditions." IFU review: it may be noted that according to the instructions for use , the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. A precaution included in instructions for use, states "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." Summary: the complaint is confirmed as the failure was verified in the laboratory and the device was found to be kinked. Complaints of this nature will continue to be monitored for potential emerging trends.